Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Promus element, mr, ous 4.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on proximal stent strut rows 9 - 13 were damaged with stent struts lifted and pulled distally. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jul-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilation, a 4.00x32mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion even after repeated attempts. Plain old balloon angioplasty (poba) was then performed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.